Event description:
The physician had treated a dissection in the right sfa with two complete se stents - (6 x 80 <(>&<)> 6 x 40) . It was reported that after placement of the complete se stent (6 x 80) an occlusion was noted to the anterior tibial artery of the study leg. Pta and thrombus aspiration was performed. Patient is reported to be recovered. The right ata was treated with thrombus aspiration and poba. The right sfa was treated with a stent and deb. Investigator indicated that the event was probably related to the procedure.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (occlusion). Evaluation conclusions: inherent risk of procedure - (occlusion). (B)(4).

Event description:
(B)(4) adjudicated that reported that the occlusion which was noted to the anterior tibial artery of the study leg after the placement of the complete se stent was probably related to the device and definitely related to the procedure.